Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated insulin pump was exposed to change in altitude. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Case type = ngp. Customer returned the insulin pump for alleged stuck button alarm found on september 14, 2022. The insulin pump was received with all buttons have an intermittent response and passed the self test, displacement test, and keypad voltage test. Successfully downloaded the trace and history files using thus. No stuck button alarm noted during testing. Found corroded keypad traces while performing the keypad voltage test which is causing the intermittent button response. A review of the history files shows that on september 14, 2022 there were multiple stuck button alarms between 13:21 and 23:23 that occurred. The insulin pump was cut open for visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), keypad flex tail, keypad dome switches, keypad assembly, motor, or force sensor. The keypad connector on electrical board 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Stuck button alarm not confirmed. No stuck button alarm noted during testing however intermitted button response was found during testing due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.